Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The service engineer (se) inspected the device. The se found that when the unit was powered on to start testing there are cracking and popping noises coming from the gas delivery system (gds). The se provided the customer with the part number for the gds and the customer ordered the part. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that when the ventilator is being placed on a patient the settings all disappear and the unit will blow max flow. Reportedly, the customers biomed department ran the unit for several days and was unable to duplicate the reported issue. There was no patient harm reported. The event date was not specified; estimate used.